Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications; according to the gore® excluder® aaa endoprosthesis instructions for use, adverse events that may occur and/or require intervention include, but are not limited to, endoleak

Event description:
On (B)(6) 2016, the patient was treated for an abdominal aortic aneurysm. The physician implanted a rlt353514, a plc231000 and plc181200. The patient tolerated the procedure. On (B)(6) 2016, the patient was treated for a proximal type I endoleak from the rlt353514. The physician implanted aptus screws and a gore® excluder® aaa endoprosthesis. After the procedure, there was still a small endoleak at that location, but the physician chose to monitor it. The physician had no opinion regarding the cause of the endoleak.